Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the low flow was due to a failed circulation pump. Circulation pump was replaced. Device underwent pm service. Fill tube was missing. Heater, mixing pump, drain valves and fill tube were replaced. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per evaluation completion, the initial flow test failed due to a faulty circulation pump in an arctic sun device.